Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the end of the rectum during a hemorrhoid ligation procedure performed on (B)(6) 2025. It was reported that during the procedure, after the first band was deployed, the second band failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: correction: block b5: there was no difficulty setting up the device. Block h2: additional information: block e1 address. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the end of the rectum during a hemorrhoid ligation procedure performed on (B)(6) 2025. It was reported that during the procedure, after the first band was deployed, the second band failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.